Event description:
There is no additional information available.

Manufacturer narrative:
Review of the most recent repair record identified no repairs related to the reported event. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(6). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported during the unknown timing that the hose will not connect to the handpiece. There is no harm or delay reported. Due diligence is complete and there is no additional information.